Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 6 days after the dental implant was placed in site ada 13 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 6 days after the dental implant was placed in site ada 13 in the mouth, the implant did not achieve osseointegration. Clinician noted the patient's mobility and bleeding. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).